Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), deep vein thrombosis ("blood clotting disorder-deep vein thrombosis") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: history of migraine, abdominal pain, painful intercourse, hair loss and blood clotting was denied. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and deep vein thrombosis (seriousness criterion hospitalization prolonged). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), dyspareunia ("painful intercourse"), alopecia ("hair loss") and migraine ("severe migraines"). The patient was treated with surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, deep vein thrombosis, genital haemorrhage, abdominal pain, dyspareunia, alopecia and migraine outcome was unknown. The patient died on (B)(6) 2016 and the reported cause of death was deep vein thrombosis. The reporter considered abdominal pain, alopecia, deep vein thrombosis, device dislocation, dyspareunia, genital haemorrhage and migraine to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils properly in place, tubes occluded. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), deep vein thrombosis ("blood clotting disorder-deep vein thrombosis"), genital haemorrhage ("excessive bleeding") and pancreatitis ("pancreatitis") in a 41-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. History of migraine, abdominal pain, painful intercourse, hair loss and blood clotting was denied. Concurrent conditions included shoulder pain, back pain, fatigue, myalgia, urinary tract infection, small bowel obstruction, anemia, pancreatic pseudocyst, anxiety, hypothyroidism, blood in stool, cholecystitis, diverticulitis, gastritis, thrombosis arm (right arm - with pain and swelling) since (B)(6) 2012, pneumothorax, infection, pulmonary embolism since (B)(6) 2012, right upper quadrant pain, hyperglyceridemia, depression, dermatitis irritant contact (with rash and itching), bleeding genital, hiatal hernia, pulmonary embolism (on right) since (B)(6) 2013, diabetes mellitus, thrombophilia and small bowel resection (5 ft once and 20 ft once). Concomitant products included alprazolam (xanax), amitriptyline, enoxaparin sodium (lovenox), hydrocodone, promethazine (phenergan) and sertraline (zoloft). In (B)(6) 2011, the patient experienced pancreatitis (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, 11 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and deep vein thrombosis (seriousness criteria hospitalization prolonged and medically significant). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain") and coagulopathy ("unknown blood clotting disorder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss"), migraine ("severe migraines"), pain ("body pain") and chest pain ("chest pain"). The patient was treated with warfarin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, deep vein thrombosis, genital haemorrhage, dyspareunia, alopecia, migraine, coagulopathy, pancreatitis, pain and chest pain outcome was unknown and the abdominal pain had not resolved. The patient died on (B)(6) 2016 and the reported cause of death was deep vein thrombosis. The reporter considered abdominal pain, alopecia, chest pain, coagulopathy, deep vein thrombosis, device dislocation, dyspareunia, genital haemorrhage, migraine, pain and pancreatitis to be related to essure. The reporter commented: medical records: very long history of coagulopathy. Dvts in bilateral arms and right leg at various times. Ercp in (B)(6) 2011, developed post ercp pancreatitis, complicated by pseudocysts that eventually required partial pancrectomy/splenectomy in (B)(6) 2012. Pfs states death was related to complications from the device, however date and cause of death were reported as "she passed away on (B)(6) 2016 of a deep vein thrombosis" (4 years after essure removal). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pancreatitis, abdominal pain, migraine, deep vein thrombosis, coagulopathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), deep vein thrombosis ("blood clotting disorder-deep vein thrombosis"), genital haemorrhage ("excessive bleeding") and pancreatitis ("pancreatitis") in a 41-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. History of migraine, abdominal pain, painful intercourse, hair loss and blood clotting was denied. Concurrent conditions included shoulder pain, back pain, fatigue, myalgia, urinary tract infection, small bowel obstruction, anemia, pancreatic pseudocyst, anxiety, hypothyroidism, blood in stool, cholecystitis, diverticulitis, gastritis, thrombosis arm (right arm - with pain and swelling) since (B)(6) 2012, pneumothorax, infection, pulmonary embolism since (B)(6) 2012, right upper quadrant pain, hyperglyceridemia, depression, dermatitis irritant contact (with rash and itching), bleeding genital, hiatal hernia, pulmonary embolism (on right) since (B)(6) 2013, diabetes mellitus, thrombophilia and small bowel resection (5 ft once and 20 ft once). Concomitant products included alprazolam (xanax), amitriptyline, enoxaparin sodium (lovenox), hydrocodone, promethazine (phenergan) and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pancreatitis (seriousness criterion medically significant). On (B)(6) 2011, 11 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and deep vein thrombosis (seriousness criteria hospitalization prolonged and medically significant). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain") and coagulopathy ("unknown blood clotting disorder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), migraine ("severe migraines"), pain ("body pain"), chest pain ("chest pain") and nausea ("nausea"). The patient was treated with warfarin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, deep vein thrombosis, genital haemorrhage, pancreatitis, dyspareunia, migraine, coagulopathy and nausea outcome was unknown and the abdominal pain, alopecia, pain and chest pain had not resolved. The patient died on (B)(6) 2016 and the reported cause of death was deep vein thrombosis. The reporter considered abdominal pain, alopecia, chest pain, coagulopathy, deep vein thrombosis, device dislocation, dyspareunia, genital haemorrhage, migraine, nausea, pain and pancreatitis to be related to essure. The reporter commented: medical records: very long history of coagulopathy. Dvts in bilateral arms and right leg at various times. Ercp in (B)(6) 2011, developed post ercp pancreatitis, complicated by pseudocysts that eventually required partial pancrectomy/splenectomy in (B)(6) 2012. Plaintiff states the original pain she felt from the abdominal pain went away once the essure was gone but at the same time was dealing with other abdominal pains that were linked to her pancreatitis. She had pain in abdominal area until her death. Pfs states death was related to complications from the device, however date and cause of death were reported as "she passed away on (B)(6) 2016 of a deep vein thrombosis" (4 years after essure removal). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pancreatitis, abdominal pain, migraine, deep vein thrombosis, coagulopathy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-sep-2018: pfs received - outcome for alopecia and chest pain were updated to "not recovered". Incident : this 41-year-old female plaintiff had essure (fallopian tube occlusion inserts) inserted for sterilization. Shortly after insertion, she experienced an episode of deep vein thrombosis (dvt) and pancreatitis. She also experienced genital hemorrhage during essure use. Essure migrated and it was successfully removed 8 months after insertion. After removal, the plaintiff had other episodes of thrombosis, including pulmonary embolism, and thrombophilia was diagnosed. She died more than four years after essure removal, due to deep vein thrombosis (as reported). Device dislocation and genital hemorrhage are anticipated for essure, while pancreatitis and dvt are unanticipated. Considering the nature of the events genital bleeding and device migration, positive temporal relationship and essure safety profile, they were considered related to the device. This case was regarded as incident since it required bilateral salpingectomy and hysterectomy for removal. Considering the patient had pancreatitis post endoscopic retrograde cholangio-pancreatography (performed due to bile duct stenosis and a peri ampullary diverticulum), causality with essure was excluded. Considering the local effect of essure in the fallopian tube and the fact that the plaintiff was diagnosed with thrombophilia, the deep vein thrombosis was considered unrelated to essure. The plaintiff died more than 4 years after removal of essure due to another thromboembolic episode, also considered unrelated to the device and related to the underlying thrombophilia. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal pulmonary embolism ('pulmonary embolus'), device dislocation ('device migration'), deep vein thrombosis ('blood clotting disorder-deep vein thrombosis') and pancreatitis ('pancreatitis') in a 41-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, endoscopic retrograde cholangiopancreatography, hepatitis, ischemia bowel, abdominal operation, vena cava filter insertion, acute pancreatitis, leukocytosis, lobar collapse, abdominal pain, migraine headache, diarrhea, pancreatic pseudocyst, nausea, vomiting, diverticulitis, diverticulosis, hematuria, defect coagulation (nos), allergy to antibiotic, appendectomy, tenderness, epigastric pain, dysfunctional uterine bleeding, thrombophilia, short-bowel syndrome, myalgia, pelvic adhesions, hepatomegaly, colitis, liver enlargement, tachycardia and hypokalemia. History of migraine, abdominal pain, painful intercourse, hair loss and blood clotting was denied. Previously administered products included for an unreported indication: amitriptyline, alprazolam, esomeprazole, fentanyl, levothyroxine, promethazine, gemfibrozil, warfarin, sertraline, coumadin, synthyroid., enoxaparin and hydromorphone. Concurrent conditions included pulmonary embolism (on right) since (B)(6) 2013, pulmonary embolism since (B)(6) 2012, thrombosis arm (right arm - with pain and swelling) since (B)(6) 2012, shoulder pain, back pain, fatigue, myalgia, urinary tract infection, small bowel obstruction, anemia, pancreatic pseudocyst, anxiety, hypothyroidism, blood in stool, cholecystitis, diverticulitis, gastritis, pneumothorax, infection, right upper quadrant pain, hyperglyceridemia, depression, dermatitis irritant contact (with rash and itching), bleeding genital, hiatal hernia, diabetes mellitus, thrombophilia, small bowel resection (5 ft once and 20 ft once) and cardiomegaly. Concomitant products included alprazolam (xanax) for anxiety and depression, levothyroxine since 2004 to (B)(6) 2014 for thyroid disorder as well as amitriptyline, enoxaparin sodium (lovenox) since (B)(6) 2013, esomeprazole magnesium (nexium sandoz) since (B)(6) 2012, hydrocodone, iron, lansoprazole (prevacid) since (B)(6) 2012, promethazine and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient experienced pancreatitis (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and deep vein thrombosis (seriousness criteria hospitalization prolonged and medically significant), 11 days after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain") and coagulopathy ("unknown blood clotting disorder"). On an unknown date, the patient experienced pulmonary embolism (seriousness criteria death and medically significant), genital haemorrhage ("excessive bleeding"), dyspareunia ("painful intercourse"), migraine ("severe migraines"), pain ("body pain"), chest pain ("chest pain"), nausea ("nausea") and menstrual disorder ("unusual periods"). The patient was treated with warfarin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. In (B)(6) 2012, the abdominal pain had resolved. By the time of death, the device dislocation, deep vein thrombosis, genital haemorrhage, dyspareunia, migraine, nausea and menstrual disorder outcome was unknown and the pancreatitis, alopecia, coagulopathy, pain and chest pain had not resolved. The patient died on (B)(6) 2016 and the reported cause of death was pulmonary embolus. The reporter considered abdominal pain, alopecia, chest pain, coagulopathy, deep vein thrombosis, device dislocation, dyspareunia, genital haemorrhage, menstrual disorder, migraine, nausea, pain, pancreatitis and pulmonary embolism to be related to essure. The reporter commented: medical records: very long history of coagulopathy. Dvts in bilateral arms and right leg at various times. Ercp in (B)(6) 2011, developed post ercp pancreatitis, complicated by pseudocysts that eventually required partial pancrectomy/splenectomy in (B)(6) 2012. Plaintiff states the original pain she felt from the abdominal pain went away once the essure was gone but at the same time was dealing with other abdominal pains that were linked to her pancreatitis. She had pain in abdominal area until her death. Pfs states death was related to complications from the device, however date and cause of death were reported as "she passed away on (B)(6) 2016 of a deep vein thrombosis" (4 years after essure removal). Plaintiff's widow states that plaintiff went on leave approximately (B)(6) 2012 to (B)(6) 2016 when she passed. She went on leave due to medical reasons. Essure placed in left ostia device deployed and 2 coils were seen, same procedure was done on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pancreatitis, abdominal pain, migraine, deep vein thrombosis, coagulopathy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-oct-2020: quality safety evaluation of ptc (product technical complaint). This 41-year-old female plaintiff had essure (fallopian tube occlusion inserts) inserted for sterilization. Shortly after insertion, she experienced an episode of deep vein thrombosis (dvt) and pancreatitis. She also experienced genital hemorrhage during essure use. Essure migrated and it was successfully removed 8 months after insertion. After removal, the plaintiff had other episodes of thrombosis, including pulmonary embolism, and thrombophilia was diagnosed. She died more than four years after essure removal, due to pulmonary embolus. Device dislocation and genital hemorrhage are anticipated for essure, while pancreatitis, dvt, and pulmonary embolus are unanticipated. Considering the nature of the events genital bleeding and device migration, positive temporal relationship and essure safety profile, they were considered related to the device. This case was regarded as incident since it required bilateral salpingectomy and hysterectomy for removal. Considering the patient had pancreatitis post endoscopic retrograde cholangio-pancreatography (performed due to bile duct stenosis and a peri-ampullary diverticulum), causality with essure was excluded. Considering the local effect of essure in the fallopian tube and the fact that the plaintiff was diagnosed with thrombophilia, the deep vein thrombosis was considered unrelated to essure. The plaintiff died more than 4 years after removal of essure due to pulmonary embolus, also considered unrelated to the device and related to the underlying thrombophilia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), deep vein thrombosis ("blood clotting disorder-deep vein thrombosis"), genital haemorrhage ("excessive bleeding") and pancreatitis ("pancreatitis") in a 41-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. History of migraine, abdominal pain, painful intercourse, hair loss and blood clotting was denied. Concurrent conditions included shoulder pain, back pain, fatigue, myalgia, urinary tract infection, small bowel obstruction, anemia, pancreatic pseudocyst, anxiety, hypothyroidism, blood in stool, cholecystitis, diverticulitis, gastritis, thrombosis arm (right arm - with pain and swelling) since (B)(6) 2012, pneumothorax, infection, pulmonary embolism since (B)(6) 2012, right upper quadrant pain, hyperglyceridemia, depression, dermatitis irritant contact (with rash and itching), bleeding genital, hiatal hernia, pulmonary embolism (on right) since (B)(6) 2013, diabetes mellitus, thrombophilia and small bowel resection (5 ft once and 20 ft once). Concomitant products included alprazolam (xanax), amitriptyline, enoxaparin sodium (lovenox), hydrocodone, promethazine (phenergan) and sertraline (zoloft). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pancreatitis (seriousness criterion medically significant). On (B)(6) 2011, 11 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and deep vein thrombosis (seriousness criteria hospitalization prolonged and medically significant). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain") and coagulopathy ("unknown blood clotting disorder"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), alopecia ("hair loss"), migraine ("severe migraines"), pain ("body pain") and chest pain ("chest pain"). The patient was treated with warfarin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, deep vein thrombosis, genital haemorrhage, dyspareunia, alopecia, migraine, coagulopathy, pancreatitis, pain and chest pain outcome was unknown and the abdominal pain had not resolved. The patient died on (B)(6) 2016 and the reported cause of death was deep vein thrombosis. The reporter considered abdominal pain, alopecia, chest pain, coagulopathy, deep vein thrombosis, device dislocation, dyspareunia, genital haemorrhage, migraine, pain and pancreatitis to be related to essure. The reporter commented: medical records: very long history of coagulopathy. Dvts in bilateral arms and right leg at various times. Ercp in (B)(6) 2011, developed post ercp pancreatitis, complicated by pseudocysts that eventually required partial pancrectomy/splenectomy in (B)(6) 2012. Pfs states death was related to complications from the device, however date and cause of death were reported as "she passed away on (B)(6) 2016 of a deep vein thrombosis" (4 years after essure removal). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pancreatitis, abdominal pain, migraine, deep vein thrombosis, coagulopathy. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and mr received-new event unknown blood clotting disorder, pancreatitis, body pain, chest pain were added. New reporter, patient information, lot number, concomitant and treatment medication, concomitant and historical condition were added. Incident: this 41-year-old female plaintiff had essure (fallopian tube occlusion inserts) inserted for sterilization. Shortly after insertion, she experienced an episode of deep vein thrombosis (dvt) and pancreatitis. She also experienced genital hemorrhage during essure use. Essure migrated and it was successfully removed 8 months after insertion. After removal, the plaintiff had other episodes of thrombosis, including pulmonary embolism, and thrombophilia was diagnosed. She died more than four years after essure removal, due to deep vein thrombosis (as reported). Device dislocation and genital hemorrhage are anticipated for essure, while pancreatitis and dvt are unanticipated. Considering the nature of the events genital bleeding and device migration, positive temporal relationship and essure safety profile, they were considered related to the device. This case was regarded as incident since it required bilateral salpingectomy and hysterectomy for removal. Considering the patient had pancreatitis post endoscopic retrograde cholangio-pancreatography (performed due to bile duct stenosis and a peri ampullary diverticulum), causality with essure was excluded. Considering the local effect of essure in the fallopian tube and the fact that the plaintiff was diagnosed with thrombophilia, the deep vein thrombosis was considered unrelated to essure. The plaintiff died more than 4 years after removal of essure due to another thromboembolic episode, also considered unrelated to the device and related to the underlying thrombophilia. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal pulmonary embolism ('pulmonary embolus'), device dislocation ('device migration'), genital haemorrhage ('excessive bleeding'), deep vein thrombosis ('blood clotting disorder-deep vein thrombosis') and pancreatitis ('pancreatitis') in a 41-year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, endoscopic retrograde cholangiopancreatography, hepatitis, ischemia bowel, abdominal operation, vena cava filter insertion, acute pancreatitis, leukocytosis, lobar collapse, abdominal pain, migraine headache, diarrhea, pancreatic pseudocyst, nausea, vomiting, diverticulitis, diverticulosis, hematuria, defect coagulation (nos), allergy to antibiotic, appendectomy, tenderness, epigastric pain, dysfunctional uterine bleeding, thrombophilia, short-bowel syndrome, myalgia, pelvic adhesions, hepatomegaly, colitis, liver enlargement, tachycardia and hypokalemia. History of migraine, abdominal pain, painful intercourse, hair loss and blood clotting was denied. Previously administered products included for an unreported indication: amitriptyline, alprazolam, esomeprazole, fentanyl, levothyroxine, promethazine, gemfibrozil, warfarin, sertraline, coumadin, synthyroid., enoxaparin and hydromorphone. Concurrent conditions included pulmonary embolism (on right) since (B)(6) 2013, pulmonary embolism since (B)(6) 2012, thrombosis arm (right arm - with pain and swelling) since (B)(6) 2012, shoulder pain, back pain, fatigue, myalgia, urinary tract infection, small bowel obstruction, anemia, pancreatic pseudocyst, anxiety, hypothyroidism, blood in stool, cholecystitis, diverticulitis, gastritis, pneumothorax, infection, right upper quadrant pain, hyperglyceridemia, depression, dermatitis irritant contact (with rash and itching), bleeding genital, hiatal hernia, diabetes mellitus, thrombophilia, small bowel resection (5 ft once and 20 ft once) and cardiomegaly. Concomitant products included alprazolam (xanax) for anxiety and depression, levothyroxine since 2004 to january 2014 for thyroid disorder as well as amitriptyline, enoxaparin sodium (lovenox) since february 2013, esomeprazole magnesium (nexium sandoz) since january 2012, hydrocodone, iron, lansoprazole (prevacid) since january 2012, promethazine and sertraline hydrochloride (zoloft). In june 2011, the patient experienced pancreatitis (seriousness criterion medically significant). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and deep vein thrombosis (seriousness criteria hospitalization prolonged and medically significant), 11 days after insertion of essure. In july 2011, the patient experienced alopecia ("hair loss"). In august 2011, the patient experienced abdominal pain ("severe abdominal pain") and coagulopathy ("unknown blood clotting disorder"). On an unknown date, the patient experienced pulmonary embolism (seriousness criteria death and medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), migraine ("severe migraines"), pain ("body pain"), chest pain ("chest pain"), nausea ("nausea") and menstrual disorder ("unusual periods"). The patient was treated with warfarin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. In march 2012, the abdominal pain had resolved. By the time of death, the device dislocation, genital haemorrhage, deep vein thrombosis, dyspareunia, migraine, nausea and menstrual disorder outcome was unknown and the pancreatitis, alopecia, coagulopathy, pain and chest pain had not resolved. The patient died on (B)(6) 2016 and the reported cause of death was pulmonary embolus. The reporter considered abdominal pain, alopecia, chest pain, coagulopathy, deep vein thrombosis, device dislocation, dyspareunia, genital haemorrhage, menstrual disorder, migraine, nausea, pain, pancreatitis and pulmonary embolism to be related to essure. The reporter commented: medical records: very long history of coagulopathy. Dvts in bilateral arms and right leg at various times. Ercp in aug 2011, developed post ercp pancreatitis, complicated by pseudocysts that eventually required partial pancrectomy/splenectomy in aug 2012. Plaintiff states the original pain she felt from the abdominal pain went away once the essure was gone but at the same time was dealing with other abdominal pains that were linked to her pancreatitis. She had pain in abdominal area until her death. Pfs states death was related to complications from the device, however date and cause of death were reported as "she passed away on (B)(6) 2016 of a deep vein thrombosis" (4 years after essure removal). Plaintiff's widow states that plaintiff went on leave approximately nov2012 to 18may2016 when she passed. She went on leave due to medical reasons. Essure placed in left ostia device deployed and 2 coils were seen, same procedure was done on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pancreatitis, abdominal pain, migraine, deep vein thrombosis, coagulopathy. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received- new event unusual periods was added. This 41-year-old female plaintiff had essure (fallopian tube occlusion inserts) inserted for sterilization. Shortly after insertion, she experienced an episode of deep vein thrombosis (dvt) and pancreatitis. She also experienced genital hemorrhage during essure use. Essure migrated and it was successfully removed 8 months after insertion. After removal, the plaintiff had other episodes of thrombosis, including pulmonary embolism, and thrombophilia was diagnosed. She died more than four years after essure removal, due to pulmonary embolus. Device dislocation and genital hemorrhage are anticipated for essure, while pancreatitis, dvt, and pulmonary embolus are unanticipated. Considering the nature of the events genital bleeding and device migration, positive temporal relationship and essure safety profile, they were considered related to the device. This case was regarded as incident since it required bilateral salpingectomy and hysterectomy for removal. Considering the patient had pancreatitis post endoscopic retrograde cholangio-pancreatography (performed due to bile duct stenosis and a peri-ampullary diverticulum), causality with essure was excluded. Considering the local effect of essure in the fallopian tube and the fact that the plaintiff was diagnosed with thrombophilia, the deep vein thrombosis was considered unrelated to essure. The plaintiff died more than 4 years after removal of essure due to pulmonary embolus, also considered unrelated to the device and related to the underlying thrombophilia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fatal pulmonary embolism ("pulmonary embolus"), device dislocation ("device migration"), deep vein thrombosis ("blood clotting disorder-deep vein thrombosis"), genital haemorrhage ("excessive bleeding") and pancreatitis ("pancreatitis") in a (B)(6) year-old female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, endoscopic retrograde cholangiopancreatography, hepatitis, ischemia bowel, abdominal operation and vena cava filter insertion. History of migraine, abdominal pain, painful intercourse, hair loss and blood clotting was denied. Concurrent conditions included shoulder pain, back pain, fatigue, myalgia, urinary tract infection, small bowel obstruction, anemia, pancreatic pseudocyst, anxiety, hypothyroidism, blood in stool, cholecystitis, diverticulitis, gastritis, thrombosis arm (right arm - with pain and swelling) since (B)(6) 2012, pneumothorax, infection, pulmonary embolism since (B)(6) 2012, right upper quadrant pain, hyperglyceridemia, depression, dermatitis irritant contact (with rash and itching), bleeding genital, hiatal hernia, pulmonary embolism (on right) since (B)(6) 2013, diabetes mellitus, thrombophilia, small bowel resection (5 ft once and 20 ft once) and cardiomegaly. Concomitant products included alprazolam (xanax) for anxiety and depression, levothyroxine since 2004 to january 2014 for thyroid disorder as well as amitriptyline, enoxaparin sodium (lovenox) since (B)(6) 2013, esomeprazole magnesium (nexium sandoz) since (B)(6) 2012, hydrocodone, iron, lansoprazole (prevacid) since j(B)(6) 2012, promethazine and sertraline hydrochloride (zoloft). In (B)(6) 2011, the patient experienced pancreatitis (seriousness criterion medically significant). On (B)(6)2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and deep vein thrombosis (seriousness criteria hospitalization prolonged and medically significant), 11 days after insertion of essure. In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced abdominal pain ("severe abdominal pain") and coagulopathy ("unknown blood clotting disorder"). On an unknown date, the patient experienced pulmonary embolism (seriousness criteria death and medically significant), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), migraine ("severe migraines"), pain ("body pain"), chest pain ("chest pain") and nausea ("nausea"). The patient was treated with warfarin and surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2012. In (B)(6) 2012, the abdominal pain had resolved. By the time of death, the device dislocation, deep vein thrombosis, genital haemorrhage, dyspareunia, migraine and nausea outcome was unknown and the pancreatitis, alopecia, coagulopathy, pain and chest pain had not resolved. The patient died on (B)(6) 2016 and the reported cause of death was pulmonary embolus. The reporter considered abdominal pain, alopecia, chest pain, coagulopathy, deep vein thrombosis, device dislocation, dyspareunia, genital haemorrhage, migraine, nausea, pain, pancreatitis and pulmonary embolism to be related to essure. The reporter commented: medical records: very long history of coagulopathy. Dvts in bilateral arms and right leg at various times. Ercp in (B)(6) 2011, developed post ercp pancreatitis, complicated by pseudocysts that eventually required partial pancreatectomy/splenectomy in (B)(6) 2012. Plaintiff states the original pain she felt from the abdominal pain went away once the essure was gone but at the same time was dealing with other abdominal pains that were linked to her pancreatitis. She had pain in abdominal area until her death. Pfs states death was related to complications from the device, however date and cause of death were reported as "she passed away on (B)(6) 2016 of a deep vein thrombosis" (4 years after essure removal). Plaintiff's widow states that plaintiff went on leave approximately (B)(6) 2012 to (B)(6) 2016 when she passed. She went on leave due to medical reasons. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: complete occlusion of the fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: pancreatitis, abdominal pain, migraine, deep vein thrombosis, coagulopathy quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: this case is medically confirmed. Reporter information was added. Her demographic was added. Her historical/concurrent condition was added. Event: pulmonary embolus was added. She had recovered from abdominal pain. She had never recovered from other pain, blood clotting disorder and hair loss stayed due to pancreatitis resulting in her death. Cause of death was updated. Incident: this (B)(6) year-old female plaintiff had essure (fallopian tube occlusion inserts) inserted for sterilization. Shortly after insertion, she experienced an episode of deep vein thrombosis (dvt) and pancreatitis. She also experienced genital hemorrhage during essure use. Essure migrated and it was successfully removed 8 months after insertion. After removal, the plaintiff had other episodes of thrombosis, including pulmonary embolism, and thrombophilia was diagnosed. She died more than four years after essure removal, due to pulmonary embolus. Device dislocation and genital hemorrhage are anticipated for essure, while pancreatitis, dvt and pulmonary embolus are unanticipated. Considering the nature of the events genital bleeding and device migration, positive temporal relationship and essure safety profile, they were considered related to the device. This case was regarded as incident since it required bilateral salpingectomy and hysterectomy for removal. Considering the patient had pancreatitis post endoscopic retrograde cholangio-pancreatography (performed due to bile duct stenosis and a peri ampullary diverticulum), causality with essure was excluded. Considering the local effect of essure in the fallopian tube and the fact that the plaintiff was diagnosed with thrombophilia, the deep vein thrombosis was considered unrelated to essure. The plaintiff died more than 4 years after removal of essure due to pulmonary embolus, also considered unrelated to the device and related to the underlying thrombophilia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.